Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. A review of the logfile for the day of treatment shows during start up the vacuum check, the energy check and the ablation check were performed without issue. Also the image of the ablation check shows a valid and good test. During start-up of the system the vacuum, the energy and the ablation tests were performed without error. The logfile shows all treatments were successfully finished treatments on that day. The logfile shows the energy is stable during treatment. No relevant deviation between planned and performed energy is detectable for the treatment. The user operated surgery with a little higher energy setting than the recommended setting. The spot separation of the side cut was 3.5m that is lower than recommend range (5-8m). A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The most possible root cause may be movement of the patient, improper docking and/or too much fluid on the eye. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an incomplete flap in the left eye. The patient's treatment was completed. Additional information requested.